Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call indicating that they had insulin pump alarm failed battery test. Customer's blood glucose at time incident was unknown. Customer's father that they changed battery several times and failed battery occurred several times. Customer is already on pens and advised to call us with pump to do troubleshooting.